Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation occurred. During a pulmonary vein isolation procedure, a versacross connect access solution for faradrive was selected for use. The transseptal puncture was completed. It was noted when gaining access to the left atrium during transseptal, the rf wire was too anterior and punctured the aorta. There was no medical or surgical interventions reported. The patient was discharged the next morning after having a follow-up echo. No other issues to note. The device is not expected to be returned for analysis (disposed). There were no other serious complications reported, no known abnormalities in the anatomy and imaging/visualization appeared clear. Activated clotting time (act) were at acceptable levels to proceed. The physician felt the puncture location was as expected. The patient was monitored with anesthesia physician present and perfusion checked using intracardiac echocardiography (ice) pre, during and post procedure.